Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding event from the attorney of the family. The information received on (B)(6) 2021. Customer was reading low blood glucose of 53 mg/dl to 43 mg/dl. Customer ate and drank a juice. The customer¿s other blood glucose was 349 mg/dl. The customer was using a medtronic minimed 670g. The insulin pump will not be returned for analysis.